Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in an operation on (B)(6), the multiloc nail in question was used. A drill for distal locking interfered with the nail and a screw was difficult to insert causing a 20 minute delay in surgery. Before drilling, the surgeon did the interference check with the nail attached the handle. At the time, no problem was detected. The surgeon also re-tightened the connecting screw just before inserting the distal locking screw. However, the interference in drilling occurred. Eventually, the surgeon widened the hole using a k-wire. As a result, the drill could be passed into the hole and the screw was successfully inserted. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn, as no product has been returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.